Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident was reported to occur at the start of treatment and was noted by the meridian hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood was returned to the pt with estimated blood loss reported as minimal. Treatment was resumed with an alternate dialyzer and completed without further incident. No pt injury or medical intervention was reported per hcp.